Manufacturer narrative:
MDR 3003442380-2024- 01018 - device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that two sets of cannula were bent. Highest blood glucose level noticed was 250-300mg/dl. It was corrected through bolus via pump and injections. Within 3 hours of insertion customer noticed symptoms. Customer replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.